Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, when attempting to ablate,the unit gave an error message. A new wand was opened and tested, but produced the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.